Manufacturer narrative:
Inspection of the device found corrosion on multiple internal components. Additionally, the top housing was found to be cracked. The timing and cause of the top housing cracks could not be determined. Initial attempts to download the data from the pod were unsuccessful as the battery voltages were measured to be lower than expected. The device was connected to an external power supply in an attempt establish a connection, however the pod data could not be retrieved. The pcba was removed, cleaned, reattached to the power supply, and download was reattempted. This attempt was also unsuccessful. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula which resulted in fluid leaking inside the device. This internal leak contributed to the corrosion observed, low battery voltages, and data loss. It could not be determined if fluid also entered the device through the top housing cracks. Without the pod data, it could not be determined if the pod generated a hazard alarm, and the exact cause of the reported hazard alarm could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: tp1a.220624.014.g981usqschxl1 smartphone hardware: sm-g981u cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level (bg) rose to 300 mg/dl while wearing the pod between 4 and 24 hours on their leg. As treatment, anew pod was applied. The device was originally reported due to the pod alarming during operation.